Event description:
It was reported that the patient presented in-clinic for routine follow-up. Upon review, both the right atrial and right ventricular leads exhibited noise. The noise was not reproducible in the clinic. All other electrical measurements were normal. Both of the leads were reprogrammed to reduce the sensitivity. The patient was stable and would continue to be monitored.